Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. The event log was erased due to a depleted internal backup ram lithium battery. The problem reported by the customer was confirmed through a functional test. The air detector was found to be inoperable. Replaced the air detector to correct the issue. The device passed all functional tests after the repair. Also replaced optical sensor, worn dso sensor seal, lens, keypad, overlay, side label and rear label.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming air in line, and it was believed that it has lost its memory. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.